Event description:
It was reported the patient¿s ipg was explanted and replaced with a different model which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system has not worked well since being involved in a motor vehicle accident in (B)(6) and the ipg has a communication error. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.